Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was leaking at the connection between the tubing and the yellow plastic connector. The event occurred after opening, while filling. There was no patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection of the device showed no damage or anomalies. Functional testing was performed, during which a leak was observed at the tube luer junction of the used cassette during ramp up. The luer tube bond of the leaking cassette was found to be separated, and both the tube and bond pocket were inspected. A solvent channel was observed on the tube. The complaints allegation was confirmed.